Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The original sign im nail was replaced with a 9mm x 360mm, standard nail, using two proximal screws and two distal screws. The radiographic record and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. Sign fracture care international continues to monitor these events as part of our post-market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a comminuted type 2 intra-articular fracture of the left tibia was replaced due to unacceptable reduction seen during the follow up evaluation.